Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a low drain volume (volume of drain is low) alarm. The patient was connected at the time of the alarm. This occurred during multiple process steps of peritoneal dialysis therapy. During troubleshooting, it was reported that there was some air in the patient line of the homechoice cassette. The patient discontinued the therapy session. Renal therapy services (rts) explained the error's meaning and discussed continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.